Event description:
The customer used the device to check their blood glucose and obtained a result of 188 mg/dl. They were light headed and family member took pt to the ER. Thirty minutes later the ER checked their glucose on their meter and the level was 560 mg/dl. They were treated with an IV of insulin per caller. Pt was released when their glucose was 277 mg/dl. Controls were not used on the system. The device was replaced and authorized to be returned for evaluation.